Event description:
Per mdrf, this system was explanted due to infection. A new system was implanted one week later. Cylos dr, sn: (B)(4), MDR: 1028232-2008-00346. Setrox s 60, sn: (B)(4), MDR: 1028232-2008-00347.